Event description:
A consumer informed our company that she had been allegedly been burned by one of our heating pads. She is being treated by a dermatologist for burns on her back. Burns of this nature can be caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.